Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2014 with the following findings: the pump was returned with the keypad cover peeling at the base. During testing, the contrast keypad button contact was missing. The contrast keypad button has no effect on insulin delivery. All of the other keypad buttons responded normally. The keypad cover was removed and no contamination was found under the keypad button contacts. Unrelated to the initial complaint, the audio bolus button was intermittently responsive. The audio bolus button cover was removed and the slug was observed to be dislodged. In addition, the display screen was dim and discolored. The cartridge and battery caps were not returned with the pump, and a test battery cap was used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.